Event description:
It was found that this pacemaker reverted to safety mode. In addition, premature battery depletion (pbd) was noted due to high outputs on the right ventricular (rv) lead. Technical services (ts) explained the non-programmable settings of this mode. As a result, this device was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific since it was retained by the explanting hospital.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was found that this pacemaker reverted to safety mode. Technical services (ts) explained the non-programmable settings of this mode. As a result, this device was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. This pacemaker is not expected to be returned to boston scientific since it was retained by the explanting hospital.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Follow up report 1 (correction): this report is being submitted to update section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was found that this pacemaker reverted to safety mode. In addition, premature battery depletion (pbd) was noted due to high outputs on the right ventricular (rv) lead. Technical services (ts) explained the non-programmable settings of this mode. As a result, this device was explanted and successfully replaced. Other than the procedure, no additional adverse patient effects were reported. This pacemaker was already returned to boston scientific.